Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that flexvision pc was not booting up. During troubleshooting, fse found that operating system(os) was having errors. Fse replaced the os disk and reinstalled the system which resolved the issue. However the issue reoccurred(3003768277-2024-01265).the flexvision pc was replaced and was returned for analysis. Part analysis indicated that the memory of flexvision pc was faulty as there was legacy dimm memory on the system. Philips has confirmed that the reported failure is due to dimms (dual in-line memory modules) issue and has initiated a medical device correction /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision computer was unable to start up. No harm was reported to philips. The device was outside clinical use at the time of the event. Philips has started an investigation of this complaint.